Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead failed to deliver shock. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Section b1 - "adverse event" should not have been selected. Section b2 - "other serious (important medical events)" should not have been selected.